Event description:
Procedure: hemicolectomy. According to the reporter: the surgeon stated that the anastomosis was leaking where he used the device during the case. The surgeon noticed the staple line leaking when transacting the ileum, but stopped the bleeding with a suture. Add'l blood loss was reported as more than 250cc; however, the staff doesn't know how much was lost. The staple line was over sewed to correct the problem.

Manufacturer narrative:
(B) (4).